Manufacturer narrative:
H10: the actual devices were not available; however, twelve (12) retention samples were provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was not performed on the retention samples. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) within four (4) homechoice automated pd sets with cassette. The pm was further described as, ¿black particle embedded in the body of the cassette on the inside¿ and ¿about the size of a pinhead¿. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.